Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not ¿cleaning prior to connecting¿. The peritonitis was manifested by abdominal pain, chills, and cloudy effluent. The patient was not hospitalized for the peritonitis event. The same day as the manifestation presented, the patient was instructed by the pdrn to take an unspecified antibiotic tablet (the patient had at home). The following day the patient presented to the pd clinic and was given a prescription to take at home, for oral ciprofloxacin (750 mg two tablets twice a day for 14 days) and oral fluconazole (100 mg tablet, daily for 14 days). Pd therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.